Event description:
Customer reports the provue is posting false negative results when customer expected to see dual population or positive reactions. Patient#1 is an opos that received massive transfusions with oneg blood. Patient #2 is an apos that receives exchange transfusions every 2 weeks with apos or aneg blood. This is 1 of 2.

Manufacturer narrative:
On (B)(4) 15, an ocd field engineer arrived to the site and performed probe, reader camera, gripper adjustments and verified reagent spinners working properly. Fe indicated that cards coming out of centrifuge look okay as far as being held straight. Fe stated he had performed the probe depth adjustments for sample and reagent and did have to make an adjustment for the sample depth. Fe indicated that he had viewed the card visually and would have called the reaction neg which indicates that the reader camera read reaction as expected. Fe stated that after all adjustments made customer informed him that they ran another sample known to have mixed field reaction and provue resulted same as before (neg). Cts contacted customer referencing the aabb tech manual, "newly formed autologous red cells generally have a lower specific gravity than transfused red cells and will therefore concentrate at the top of the column of red cells when blood is centrifuged in a microhematocrit tube" and discussed how the probe to the provue collects red cells from the bottom of the tube. Customer indicates their understanding and confidence that the provue is operating as expected and their was no flaw in any of the listed blood bank reagents or gel cards. The investigation determined that the most likely root cause of this event was samples related due to multiple transfusions of rh neg blood.